Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump was unresponsive after it was plugged in multiples times. No reported adverse impact to the customer's blood glucose. Customer reverted to insulin shots for alternate insulin therapy.